Manufacturer narrative:
H.6. Investigation summary: 2 photos were returned for investigation. The 1st and 2nd photos show the leakage in between the needle hub and flow control plug was observed. The 1st photo also shows the top web with batch #9140613. 1 used sample was returned for investigation. The used sample has been activated and blood was observed on the exterior surface. As the sample was contaminated, the sample was decontaminated before investigation. Able to confirm the customer experience based on returned photos and returned used sample. The used sample was subjected to visual inspection, the needle hub was subjected to luer cone measurement and the fcp (flow control plug) was subjected to dim c measurement. The used sample passed the visual inspection and acceptance criteria for luer cone measurement (needle hub) and dim c measurement (fcp). No abnormality was observed. Conclusion: the probable root cause could be due to fcp assembly station alignment out which result in low removal force. However, as the sample has been disassembled for decontamination, end cap and fcp removal force cannot be tested. The root cause cannot be determined. Product application: the other probable cause would be during product application. The user could have held the incorrect position during withdrawal and unintentionally withdrawn the needle by gripping the fcp instead of the needle hub. This would loosen the fcp and cause the leakage to happen. H3 other text : see section h.10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: again a complaint from article venflon pro safety 22ga. After puncturing and withdrawing the needle, a leak of blood, a drop, occurred at the connection with the "end piece".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: again a complaint from article venflon pro safety 22ga. After puncturing and withdrawing the needle, a leak of blood, a drop, occurred at the connection with the "end piece". This is already the 3rd time this month.